Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the test load cable on the device is missing an o-ring. There was no patient involvement reported.